Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that the jaw would not open after firing. Finally it was removed from the thoracic cavity.